Event description:
It was reported through the article ¿left ventricular assist device in the presence of subcutaneous implantable cardioverter defibrillator: data from a multicenter experience¿ that the patient received inappropriate shocks (is) from their subcutaneous-implantable cardioverter defibrillator due to electromagnetic interference (emi) oversensing. The patient experienced both primary and secondary emi on the primary sensing vector.

Manufacturer narrative:
B5: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as: (B)(6) 2023 as patients were implanted fro (B)(6) 2015 to (B)(6) 2023. Department of cardiac, thoracic, vascular sciences and public health, university of padova, padua, italy, department of clinical electrophysiology & cardiac pacing, centro cardiologico monzino, irccs, milan, italy, department of systems medicine, university of rome tor vergata, rome, italy, cardiology unit, luigi sacco university hospital, milan, italy, cardiology unit, irccs, department of experimental, diagnostic and specialty medicine, sant'orsola hospital, university of bologna, bologna, italy, arrhythmology and electrophysiology unit, san raffaele hospital, irccs, milan, italy,cardiology unit, university medical centre mannheim, mannheim, germany, department of cardiology and angiology, faculty of medicine, heart, center freiburg university, university of freiburg, germany,cardiology unit, fondazione irccs san gerardo dei tintori, monza, italy, department of rhythmology, university heart center lubeck, lubeck, germany, department of biomedical surgical and dental sciences, university of milan, milan, italy, montefiore-einstein center for heart and vascular care, montefiore medical center, albert einstein college of medicine at montefiore health system, bronx, ny, USA, division of cardiology, department of medicine, the johns hopkins university school of medicine, baltimore, USA migliore, f., schiavone, m., pittorru, r., forleo, g. B., de lazzari, m., mitacchione, g., biffi, m., gulletta, s.,kuschyk, j., dall¿aglio, p. B., rovaris, g., tilz, r., mastro, f. R., iliceto, s., tondo, c., di biase, l., gasperetti, a., tarzia, v., & gerosa, g. (2024). Left ventricular assist device in the presence of subcutaneous implantable cardioverter defibrillator: data from a multicenter experience. International journal of cardiology, 400, 131807. Https://doi.org/10.1016/j.ijcard.2024.131807 no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the interference between heartmate 3 left ventricular assist system (lvas), and the patients¿ implantable cardioverter-defibrillator (ICD) could not be conclusively determined through this evaluation. It was concluded that the potential risk of emi oversensing, is, and under sensing in the post-operative period following the lvad implantation should be considered. Careful screening for emi should be performed after lvad implantation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU warns the user that the heartmate 3 pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also warns that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Experience indicates that certain models of icds and ipms may, in some cases, not be able to establish telemetry and be reprogrammed due to electromagnetic interference when used with the heartmate 3 lvas. In such cases the icds or ipms have continued to function properly and only their ability to communicate with the programmer was affected. The heartmate 3 lvas complies with applicable electromagnetic compatibility standards and is not influenced by such devices. The abbott website includes a list of ICD and ipm make/models where difficulty or inability to communicate with the ICD or ipm programmer has been reported during hm3 lvas use. No further information was provided. The manufacturer is closing the file on this event.